Event description:
The customer returned the gastrointestinal videoscope to the service center with no complaint. During device analysis, the service technician identified that the device had black foreign material in the light guide lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.